Event description:
It was reported that following implant, the device site was red and there was a small opened area that was draining. The patient was treated with antibiotics and the site closed; however, the patient continued to have pain around the device site, which worsened with movement. It was noted the patient described feeling as though the device would ¿fall out of the chest.¿ there was erythema over the implant site despite multiple courses of antibiotics. At the time of explant there was no redness or drainage. The device and lead were removed and the patient was treated with intravenous antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.